Event description:
A review of the performance data found that the patient's estimated glucose values were in target range from 06:57 am to 11:57 pm on (B)(6) 2024. The device exhibited temporary sensor error from 12:02 am to 01:47 am the following day. The system delivered a visual no readings alert and it was acknowledged immediately. At 1:52 am, the patient's estimage glucose values (egvs) rose above the high alert threshold of 14.0 mmol/l and the system delivered a visual high alert with an egv of 20.6 mmol/l. The high alert was acknowledged immediately. Throughout the day thereafter, the device exhibited intermittent periods sensor error, with egvs reaching high (over 22.2 mmol/l). The patient received no readings alerts and high alerts as expected with the last alert acknowledgment occurring at 12:33 pm. The last egv of 18.4 mmol/l was at 10:52 pm. At 10:55 pm, the sensor session ended after a full 10 days. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information. H6 investigation findings - additional. H6 investigation conclusion - additional.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. H6 health effect - impact code - f03 brain death.

Event description:
It was reported by the patient's healthcare clinic that the patient passed away while using the dexcom g6 cgm system and the tandem t: slim x2 insulin pump. According to the reporter, the patient's mother found him unconscious in his home at 9:45 am on (B)(6) 2024. Ambulance personnel measured the patient's blood glucose meter value, which read 2.3 mmol/l, and then transported him to the hospital where he was admitted at 10:10 am. At the hospital, it was determined that the patient was brain dead with suspected prolonged hypoglycemia. In a separate report, the chief physician stated that the day before he was found dead, for unknown reasons the patient did not notice that it had been time to change the sensor. He added that the sensor had produced "uncertain data," based on which the pump delivered automatic doses. After that, the reporter stated that the sensor stopped working completely and that the pump continued to administer basal doses of insulin. The reporter stated at the time of contact there was no information on what could have caused the incident, and that the patient's cause of death was under forensic investigation by authorities. No additional patient or event information is currently available. Dexcom distributor is following up with the reporter for further details and clarification regarding the incident. No product was provided for investigation. Performance data for dexcom g6 cgm has been received but is pending further evaluation. Dexcom is also following up with tandem diabetes care to obtain pump performance data for investigation.

Manufacturer narrative:
(B)(4). Imdrf code b15 analysis of information provided by user/third party.

Event description:
Subsequent to the first follow up MDR, additional information is required. Upon further follow-up with the patient's healthcare provider (hcp), it was reported that the patient most likely had contact with a friend with whom he plays frisbee-golf the day before he was found deceased. This is believed to be the last known contact he had before passing away, although the hcp stated that they cannot reliably confirm this. Around 4:30 pm that day, another friend who has a key to the patient's apartment visited the home to collect his phone charger. The friend did see the patient unconscious but believed him to be asleep and did not alert anyone of the patient's condition. The friend left a glass of water beside the patient's bed where he was laying and then left. The glass had reportedly not been touched when the patient's mother found him deceased the following day. The patient's mother is one of his app followers and reportedly received a couple of alerts on the evening of (B)(6)2024. These alerts were for hyperglycemia and lost contact (i.e., sensor error); she did not receive any alerts for hypoglycemia. The reporter explained that the mother became worried after receiving the alerts and thought it was strange. However, she decided not to send the patient any messages to see if he was doing alright as the alerts were only for high glucose, and the patient "never answers" messages. The mother also considered going to the patient's apartment but decided to wait as she wanted to accept his autonomy and thought that he was probably asleep. The following day, the mother had no contact with the patient, so she decided to visit him at his apartment. Once there, she found the patient unconscious and laying on his insulin pump. She also noticed that he had vomited. The reporter stated that the "instable connectivity" that was later observed in the patient's cgm history was possibly due to the patient lying on his pump. When asked about the results of the forensic investigation of the patient's death, the reporter did not provide a direct response. He stated that the patient's sensor history showed "loss of contact during most of the time alternated with short contact moments where the sensor did measure hyperglycemia provoking extra correction boluses of insulin." He added that it is uncertain and unclear whether the patient had hyperglycemia as the cgm indicated; he did not have positive ketone bodies upon discovery and his blood glucose value was 2.3 mmol/l as mentioned in the initial MDR. He added that it is unfortunate that the patient received extra insulin boluses despite the instable communication between the cgm and his insulin pump. Further review of performance data shows that the patient's always sound feature was enabled, his high alert was set to 14.0 mmol/l, his low alert was set to 3.9 mmol/l, his no readings alert was set to trigger after 15 minutes of continuous sensor error, and his repeat feature was disabled. Data investigation shows that the patient's last sensor session lasted for a full ten days. The last sensor session started on (B)(6)2024 at 10:55 pm, with the first estimated glucose value (egv) of 15.4 mmol/l at 12:56 am on (B)(6)2024. During these ten days, the patient¿s egvs breached the user high threshold ten times and the user low threshold over twenty times. The patient's estimated glucose values were in target range on (B)(6)2024 from 06:57 am on to 11:57 pm. On (B)(6)2024, the device exhibited temporary sensor error from 12:02 am to 01:47 am. After the 15-minute threshold, at 12:17 am, the app delivered a visual no readings alert, and it was acknowledged immediately. At 01:52 am, the patient's egvs rose above the high threshold of 14.0 mmol/l with an egv of 20.6 mmol/l, and the app delivered a visual high alert. The high alert was acknowledged immediately. The patient¿s egvs remained above the high threshold, but he did not receive another alert as the repeat setting was disabled. The device exhibited temporary sensor error from 02:22 am to 04:27 am. After the 15-minute threshold, at 02:37 am, the app delivered no readings alerts every five minutes with volume escalating to 100 percent. From 04:32 am to 02:22 pm, the app exhibited multiple instances of temporary sensor error, while egvs oscillated from being in target range to going above the high alert threshold. The app delivered all intended alerts during this time. The last alert acknowledged was the high alert at 12:33 pm. From 02:27 pm to 08:37 pm, the patient¿s egvs were above the high threshold with egvs of high (over 22.2 mmol/l) for an hour and temporary sensor error for 4.5 hours, and the app delivered all alerts as expected. From 08:42 pm to 09:27 pm, the patient¿s egvs were in target range. From 09:32 pm to 10:42 pm, the patient¿s egvs were above the high threshold with egvs of high (over 22.2 mmol/l) for 30 minutes and temporary sensor error for 45 minutes, and the app delivered all alerts as expected. The last recorded egv of 18.4 mmol/l was on (B)(6)2024 at 10:52 pm and the app delivered a high alert at full volume. At 10:55 pm, the sensor session ended after a full ten days and the app delivered sensor expired alerts, escalating to full volume, from 10:57 pm to 11:07 pm. There is no recorded performance data after this time. The allegation was undetermined via data investigation. The probable cause could not be determined. In addition to dexcom's review of performance data, tandem diabetes care was also contacted for to collect data from the patient's insulin pump. Based on a review of the pump data logs from (B)(6)2024, tandem concluded that "there is no evidence that the pump experienced a malfunction or failure." No additional patient or event information is available.